Event description:
Same case as 2134265-2015-03156. It was reported that the rotawire became detached. The target lesion was located in the mid right circumflex artery(rca). A rotablator rotational atherectomy system and a 325cm rotawire were selected to treat the target lesion. While testing the rotation outside of patient's body, it was observed that the burr was touching the curve part of the wire for a long time. It was then noted that the wire was detached. The procedure was completed with another of the same device. No patient complications reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).